Event description:
The customer reported the main board is broken. The device was evaluated by a philips field service engineer who confirmed that the device would not boot up properly. There was no report of patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the main board is broken. There was no report of patient involvement.